Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that a merlin.net transmission showed non-sustained rv oversensing due to post-paced t-wave oversensing. The patient was asymptomatic. Programming changes and performing an induction test was recommended. However, the patient is out of state and programing change has not been made. Patient is fine.